Manufacturer narrative:
It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that the display backlight was out, and the brightness level needed to be increased. The bme found that the device needed a new backlight. The remote service engineer (rse) recommended replacing the user interface (ui) assembly and provided the replacement part number of the ui assembly for repair. The investigation is ongoing.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the display backlight was out, and the brightness level needed to be increased. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that the display backlight was out, and the brightness level needed to be increased. The bme found that the device needed a new backlight. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received on 07jan2025, the customer ultimately ordered and installed the replacement user interface (ui) assembly and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.